Event description:
The customer was hospitalized for dka. The customer was treated with an IV drip. It was indicated that the customer received two error alarms and was assisted with reprogramming the pump. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule and the error alarms.